Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
Following the placement of a spaceoar vue, there was concern from the physician regarding infiltration of the rectal wall. No patient complications were reported as a result of this event. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.